Event description:
It was reported that two of the catheter splines were broken. During an atrial fibrillation ablation procedure with an intellamap orion catheter the physician felt resistance in the sheath when pulling back the catheter. Prior to removing the catheter, the splines appeared intact and the basket was fully un-deployed when viewed on fluoro and on the mapping system. Once removed, two broken splines were observed. The procedure was completed with another intellamap orion catheter. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
The reported failure was confirmed through cis analysis. Visual inspection revealed that splines 1 and 2 have detached from the proximal side of the array. Also, deployment peeling is seen on the deployment shaft and there is a bubble in the sensor array.

Event description:
It was reported that two of the catheter splines were broken. During a atrial fibrillation ablation procedure with a intellamap orion catheter the physician felt resistance in the sheath when pulling back the catheter. Prior to removing the catheter, the splines appeared intact and the basket was fully un-deployed when viewed on fluoro and on the mapping system. Once removed, two broken splines were observed. The procedure was completed with another intellamap orion catheter. No patient complications were reported and the patient's current condition is fine. Visual inspection revealed that splines 1 and 2 have detached from the proximal side of the array. Also, deployment peeling is seen on the deployment shaft and there is a bubble in the sensor array.